Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she wanted to change the correction bolus on the insulin pump. Customer's blood glucose was 303 mg/dl this morning and then it dropped to 45 mg/dl. Customer's blood glucose is now 425 mg/dl. Customer stated that her health care provider changed them a week ago and they have been dropping her too fast. Customer was advised to speak to her health care provider before making any changes. Customer stated that she has not been able to reach her. Customer wanted to lower her sensitivity from 46 to 43. Customer declined further troubleshooting.